Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced severe pain, adhesions, recurrent hernia defects, and large subcutaneous wound.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after implant, the patient experienced severe pain, adhesions, recurrent hernia defects, large subcutaneous wound, weakness. Post-operative patient treatment included hernia repair with mesh, exploratory lap, lysis of adhesions, mesh revision, component separation of abdominal wall, partial removal of mesh. Concomitant devices: absorbatack.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after implant, the patient experienced severe pain, adhesions, recurrent hernia defects and large subcutaneous wound.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after implant, the patient experienced torn mesh, scarring, severe pain, adhesions, recurrent hernia defects, large subcutaneous wound, weakness. Post-operative patient treatment included medication, hernia repair with mesh, exploratory lap, lysis of adhesions, mesh revision, component separation of abdominal wall, partial removal of mesh and mesh removal. Concomitant devices: absorbatack.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.